Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and insulin injections were administered. Cause of event was not known. However, contact had delivered boluses via pump on day of report and no boluses were observed in pump history. Tandem technical support (cts) reviewed pump data and found that after the customer changed the cartridge in the morning, customer unlocked the screen approximately 2 hours later. Customer had no further interaction with the pump until the evening. No boluses were administered. Cts attempted multiple times to inform the contact of the findings, no reply was received.